Event description:
It was reported that a review of the patient's episodes was requested. Technical services reviewed the episodes and found paroxysmal atrial fibrillation with marked fibrillatory wave undersensing. Failure to capture, low amplitude signals and far-field oversensing noted, suggestive of right atrial (ra) lead dislodgement. The patient was suffering atrial fibrillation. Additional information was received confirming that the ra lead was pulled back into the superior vena cava and that the atrial fibrillation was not caused due to this ra lead dislodgement, pacing impedance rose as well from 600 to 800 ohms. No corrective actions were decided and lead revision was not scheduled yet. The physician stated that the patient most likely was non-compliant and had dislodged the lead with arm movement. This lead remains in service and no adverse patient effects were reported.